Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Gif-h290t operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt camera cover. There was no patient involvement.